Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal (concentration 2000 mcg/ml; dose 149.4 mcg/day; lot unknown) via an implantable infusion pump for intractable spasticity. It was reported that on approximately (B)(6) 2016, the patient had bumped the pump getting into a booth at a restaurant. The pump incision opened and the pump was exposed in the pocket. The pump and catheter were explanted on (B)(6) 2016 and not replaced at that time. Cultures were taken at explant but no results were received yet at the time of the report. It was unknown if the issue was resolved. The patient status at the time of the report was alive with no injury. The pump and catheter were to be returned to the manufacturer. Other medication (oral, etc.) The patient was receiving at the time of the event was unable to be obtained. On 2016-04-07 additional information was received from a company representative. The only symptoms reported via the hcp from the patient were that the patient bumped the pump and the pump was exposed. There were no other known troubleshooting or diagnostics performed prior to the pump removal. It was unknown what the results of the cultures were at this time. On 2016-04-19 additional information was received from an hcp. The date of onset regarding the event was noted as having been (B)(6) 2016. The results of the culture were unknown by the reporter. The pathology was negative for malignancy, epidural ulceration, cyst secondary to implant, and related chronic inflammation. Other medications that the patient was taking at the time of the event included atorvastatin, bystolic, allopurinol, benazepril, chlorthalidone, tramadol, gabapentin, and plavix. Past medical history included cervical myelopathy, spasticity, htn (hypertension), peripheral neuropathy, dm (diabetes mellitus), and cad (coronary artery disease).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.